Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2018-05208. It was reported that recapture difficulties occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned and a 27mm watchman® laa closure device & delivery system (wds) was advanced. The closure device was deployed, but needed to be fully recaptured. As it was being fully recaptured, the was kinked. The closure device was difficult to recapture because of the kink in the was. A portion of the closure device was still out of the was while it was removed from the patient. There was no harm done to the patient and the patient is fine. The procedure was unable to be completed due to the patient's anatomy.

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of the watchman delivery system (wds) inside a watchman access system (was). The wds was protruding out of the was approximately 14 cm from the hub/valve. The devices were separated during the lab analysis, and the implant was received inside the sheath and deployed during the lab analysis. The devices were bloody. The hub, valve, sheath, and tip were microscopically and tactile inspected. Inspection revealed numerous kinks in the sheath, sheath buckling near the hub/strain relief, anchor damage, core wire damage (kinks) located 3mm and 5 mm from the tip, implant fabric damage, tip damage (abrasions/tricuts bent/tricuts flated) and sheath damage (abrasions). The damage to the tip and sheath (abrasions) are consistent with full implant recapture, and the sheath damage (buckling/kinks near the hub/strain relief) is consistent with the wds not being fully snapped into the was. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is user/use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The dfu states: ¿¿retract access sheath and snap together as access sheath/delivery system assembly.¿ (page 5, step 10 of dfu). (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-05208. It was reported that recapture difficulties occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) was advanced. The closure device was deployed, but needed to be fully recaptured. As it was being fully recaptured, the was kinked. The closure device was difficult to recapture because of the kink in the was. A portion of the closure device was still out of the was while it was removed from the patient. There was no harm done to the patient and the patient is fine. The procedure was unable to be completed due to the patient's anatomy.